Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding patient's implantable neurostimulator. It was reported that the lead was explanted on (B)(6) 2019 and discarded by the customer. The lead migrated and patient experienced loss of therapy in intended area. Lead migrated towards battery outside of pain area. The environmental/external/patient factors that may have led or contributed to the issue was that patient had fair amount of mobile adipose tissue at battery pocket. When lead was activated patient felt stim only in shoulder. Under x-ray the lead was shown to be over the scapula and not the base of skull where it was originally placed. Lead was revised and replaced with a longer lead to ensure strain loops to remove tension. An injex anchor was also used to hold lead in place. The issue was resolved, hcp had no further information, patient's weight was asked but unknown, and patient status was alive-no injury at the time of the report. No further complications were reported/anticipated.